Manufacturer narrative:
The case was sent to the manufacturer for investigation. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). In general, potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a false positive result when testing with the covid-19 at-home test. At 2 p.m. On (B)(6) 2022, the patient tested using the covid-19 at-home test and the result was positive. It is possible the patient may have added 5 drops of sample to the test device instead of 4. At 2:30 p.m. On (B)(6) 2022, the patient tested using the abbott covid-19 test and the result was negative. At 3:15 p.m. On (B)(6) 2022, the patient was tested with a polymerase chain reaction test and the result was negative. The patient had no covid-19 symptoms.